Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19 march 2026, it was reported by a health care professional via email that an ar-6480, dw arthroscopy fluid management dev was reported to have a pump displayed "critical failure" error, power was cycled to unit, tubing was reloaded and error disappeared. This occurred on (B)(6) 2026 during a shoulder arthroscopy procedure. The case was completed successfully because power was cycled to unit, tubing was reloaded and error disappeared, the unit was used to complete the procedure and then removed from service. There was case involvement.